Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the right ventricular threshold and lead impedance increased since the last follow-up. It was reported that the patient denied to have fallen. The physician changed the left ventricular parameters and the atrio ventricular delay at rest and exercise. Preliminary analysis did not reveal any pacemaker or lead anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the right ventricular threshold and lead impedance increased since the last follow-up. It was reported that the patient denied to have fallen. The physician changed the left ventricular parameters and the atrio ventricular delay at rest and exercise. Preliminary analysis did not reveal any defibrillator or lead anomaly.